Event description:
On (B)(4) 2009, the following information was provided to cook endoscopy: in preparation for an endoscopic procedure to remove a stone in the biliary tract, the physician selected a cook endoscopy memory eight wire basket. Prior to use, the catheter separated at the connection to the basket. On (B)(4) 2009, the following clarification was provided: the catheter did not separate. The basket assembly separated from the drive cable, but remained inside the outer catheter. This occurred prior to use. On 6/1/2009, the basket device was returned for evaluation. The appearance of the basket suggested the device had been in contact with the patient. On 6/11/2009, we received confirmation that the basket separation from the drive wire occurred while the device was in contact with the patient. A foreign object did not have to be retrieved from the patient because the detached section of the basket remained inside the outer catheter near the distal end. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
The information in this report was provided to us by our cook medical facility in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The basket has separated from the basket drive wire at the joint. The basket is separated from the drive wire but is located inside the outer catheter. The outer catheter has numerous bends near the distal end. No portion of the basket device is missing. The returned product was evaluated by process engineering personnel. The component that connects the basket to the drive wire was cut open to examine the inner wall. We confirmed the basket wires had been inserted to the appropriate length during the manufacturing process. Therefore, a manufacturing discrepancy that could have caused the joint to separate was not observed. A definitive cause for the joint separation observed was unable to be determined. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. This report represents an unusual occurrence. Based on this review, the likelihood of this type of report is remote. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The information provided indicated difficulty was experienced when attempting to advance the basket catheter into the duct. In response to this difficulty the user advanced the device back and forth through the papilla several times. This was performed before cannulation of the biliary tract. Damage to the basket joint and outer catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Basket extension and retraction difficulty, as well as bends in the outer catheter, can occur if the elevator of the endoscope has been tightly closed onto the catheter during use. This can clamp the outer catheter and constrict movement of the basket drive wire. If the basket wires are restricted while an attempt to extend and/or retract the basket is made, this could contribute to the damage observed. Prior to distribution, all memory eight wire baskets are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective actions: the appropriate personnel have been informed of this occurrence in an effort to heighten awareness. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an unusual occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.